Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right ventricular (rv) lead dislodged. An attempted revision was unsuccessful due to patient tissue shifting and it was determined by the physician that the system would be removed. No further patient complications have been reported as a result of this event.